Event description:
It was reported that during a hand assisted colectomy procedure, the devices were defective. There was no pt consequence.

Manufacturer narrative:
Sleeve. Eval summary: the ld111 devices were noted to have the iris valve torn, the damage starts on the outside edge of the lower protective ring. No other physical damage was noted on the returned device. No conclusion could be reached as to what may have caused the reported incident; we have documented the circumstances as they were reported to us. A potential cause for this kind of damage is the contact of a sharp device with the plastic membrane. For this reason the instructions for use indicated the following: "do not allow sharp instruments such as forceps to come in contact with the silicone rubber sleeves as puncture or tearing may occur." And "do not lay surgical instruments on the lap disc or allow metal or sharp surgical instruments to come in contact with the lap disc as this may weaken or damage the flexible silicone membranes." The batch record was reviewed and no anomalies were noted during the mfg process. In addition. Complaint info is trended on a regular basis to determine if further investigation is warranted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.